Manufacturer narrative:
(B)(4). The device has arrived from user facility at our bbm laboratory in (B)(4) for investigation. A follow-up report will be provided when the examination results are available.

Event description:
(B)(6): over infusion.

Manufacturer narrative:
(B)(4). Result of examination: the provided sample was subjected to a visual and functional examination. The history files showed a high quantity of drop alarms. But what caused these alarms could not be finally clarified. The device was heavily contaminated and showed age-based marks of use. No external damages were detected. With the attached drip sensor the device was tested. No free flow as determined. The activated drops were recognized and alerted by the pump. The mechanical pressure was within specification. No abnormalities were assessed. The pump operated as intended and showed no technical defect.